Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, diagnostic imaging was performed and externalized conductors were observed on the right ventricular lead. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.